Manufacturer narrative:
This is 1 of 2 reports (1st MDR). D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received partially deployed from the distal end of the microcatheter. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was unable to be deployed by advancing the sdw. The distal markers of the stent were visible through the distal tip of the microcatheter. The remainder of the stent and the distal tip of the sdw were exposed though the broken/fractured area of the microcatheter. The microcatheter was unable to be flushed. The sdw was able to be removed from the microcatheter. The stent was unable to be removed. The sdw was kinked/bent at the distal end. As functional inspection the stent was unable to be deployed by advancing the sdw. The reported events of 'stent friction' and 'stent partial deployment' were confirmed. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'when one-third of the subject stent had been deployed, the physician found that the stent was stuck at the tip of the microcatheter. When attempting to continue deployment, there was significant resistance. Therefore, the physician had to advance an intermediate catheter distally and carefully retract the partially deployed stent back into the intermediate catheter and then withdrew them together out of the body'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It is possible that the stent experienced difficulty opening due to a combination of the reported tortuous vessel anatomy. The reported events of 'stent friction' and 'stent partial deployment' as well as the analysed events of 'stent friction, stent partial deployment, stent deformed, sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment when one-third of the stent had been deployed, the physician found that the stent was stuck at the tip of the microcatheter. When attempting to continue deployment, there was resistance. The physician then advanced an intermediate catheter distally and retracted the partially deployed stent back into the intermediate catheter and withdrew the whole system. The procedure was completed successfully, and no clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment when one-third of the stent had been deployed, the physician found that the stent was stuck at the tip of the microcatheter. When attempting to continue deployment, there was resistance. The physician then advanced an intermediate catheter distally and retracted the partially deployed stent back into the intermediate catheter and withdrew the whole system. The procedure was completed successfully, and no clinical consequences were reported to the patient.